Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci sales professional that a (B)(6) year old male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f/7f sheath (model unknown). Peri-procedure, the patient was anticoagulated with plavix. A pre-procedure femoral angiogram showed presence of pvd/calcium at the vicinity of the access site and the vessel size 7 mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. Tit was reported that he balloon ruptured. The device was removed and the patient was converted to 10 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted. No further information is available.